Manufacturer narrative:
A ge service rep evaluated the system and repaired a defective video connection in the monitor. System operates as intended.

Event description:
Customer reported poor image quality. No pt injury was reported.